Manufacturer narrative:
(B)(4). Film evaluation: a review of returned pre-implant 3d film report confirmed that the patient had a 5.7cm max diameter aaa. The proximal neck was moderately angulated without calcification. Both iliacs were minimally tortuous and calcified. The right common iliac artery was ectatic proximally ranging in diameter from 28 ¿ 17 ¿ 10mm along its 25mm length. The left common iliac was short (20mm) and was 18 ¿ 15mm in diameter. There were bilateral 9 ¿ 10mm access vessels. It was also noted on the report that the ima and lumbars were patent. Review of CT¿s from 1 year post-implant revealed that an endurant stent graft system had been implanted. The bifurcate was positioned just below the renals. The main device was placed up the right side and extended with 2 bell-bottom limbs into the right common iliac artery. The contra limb was implanted into the left common iliac artery. The max diameter aaa measured 5.6cm; no endoleak was visible. Beginning just below the flow divider the right limbs (bifurcate and both right extensions) were 100% occluded. Distal flow resumed from collaterals beginning in the right femoral. The contra limb was patent. No obvious stent graft kinks or compression was observed. At the level of the flow divider the ID of the bifurcate ipsi limb was 13 ¿ 14mm, within the aaa sac measured 12 ¿ 13mm at the overlapping ipsi limb junction, and then immediately expanded to 22 ¿ 23mm ID within the bell-bottom limbs. Within the left/contra limb, the flow lumen diameter ranged from 11mm (in the gate), 14mm (distal to the gate), to 18mm within the left iliac. Lack of contrast due to the occlusion within the right limb did not allow assessment of an possible type ib endoleak. However, just distal to the right limbs there appeared to be a marginal distal seal and lack of stent graft apposition with the iliac artery. No other stent graft issues were observed. The cause of the right limb occlusion could not be determined from the images provided. Angio¿s at implant and earlier follow-up¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It could not be confirmed if the abrupt stent graft diameter expansion from the aaa to the right iliac artery may explain the observed thrombus due to possible blood flow disturbances as the limb ID expanded from 12mm to 23mm. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the distal type I endoleak could not be determined. Films showing the endoleak (post-thrombectomy) were not available for review and the endoleak could not be assessed. It is possible that disease progression (iliac artery dilatation) may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7x5.4 cm diameter abdominal aortic aneurysm. The aortic neck was 30, 32, 34, 27, 23, and 26 mm in diameter and it was 40 mm in length. The right common iliac artery was short and ectatic. It was reported that the patient presented to the hospital with a cold right leg. A CT scan showed an occlusion of the right limb beginning at just distal to the flow divider and this was the cause of the cold right leg. The patient was placed on anti-coagulant and a thrombectomy was performed to treat the occlusion. The physician stated the cause of the event is unknown. Once the thrombectomy of the stent graft was completed, angiography showed a type 1b endoleak due to inadequate seal in the right common iliac artery. Subsequently, the right limb was relined with a 16/10/156 endurant stent graft, extending from the existing flow divider and sealing in the proximal right external iliac artery and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.